Manufacturer narrative:
Submit date 4/29/2008. An investigation is currently underway. Upon completion, the findings will be forwarded.

Event description:
It was reported to tyco healthcare/kendall on 04/24/2008 that a customer had an issue with a heparin prefilled syringe. The pharmacist reports that a rn at a skilled nursing facility that they supply prefilled syringes to informed her that the lot reported may have been given to a pt. The rn reported that the pt had received one dose of antibiotic on the morning of her death. She gave the following account of the situation: the pt received one dose of amikacin via central line, then was flushed with both saline and heparin. A second antibiotic zyvok was then administered to the pt. The pt was left for a time of unk duration during the infusion of the second antibiotic. When the nurse returned to the pt, she had no breath sounds, a very faint heart rate and had turned "yellow" in color.